Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The patient reported in the month of (B)(6) (exact dates was not provided) he was hospitalized for diabetic ketoacidosis. He was treated with insulin, fluids and anti nausea medicine intravenously. He did not provide any further information regarding the blood glucose history or the hospitalization.